Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after a percutaneous transluminal coronary angioplasty (ptca) interventional procedure using a 6f sheath. Reportedly, the proglide device became stuck in the patient anatomy during removal. The foot portion of the device was already out of the vessel when the device became stuck. The physician cut the device outside of the patient anatomy at the middle of the distal guide and used a snare from a contralateral puncture to remove the remainder of the distal guide of the proglide from the patient anatomy. The sutures of the proglide were used to achieve hemostasis. There was no adverse patient sequela; however, there was and a reported clinically significant delay in the procedure or therapy due to the proglide becoming stuck. No additional information was provided.